Event description:
During treatment of the rca, when performing balloon dilatation with an nc balloon, a perforation occurred. It was decided to use a pk papyrus covered sent system, but the covered stent was unable to be delivered and dislodged from the balloon. Another pk papyrus stent was successfully deployed and resolved the perforation.